Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular (rv) lead dislodgement was observed one-day post implant. Lead dislodgement was confirmed via x-ray. The physician stated that it was due to the lead being insecurely fixed and lack of flexibility. The right ventricular (rv) lead was repositioned successfully. The patient was stable.